Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to lower the patient's temperature. Per review of wo on 14mar2025, device was used on patient and no patient injury. Per follow up information received via mail on 17mar2025, this would be sent to 3rd party service provider s-inter in france.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01324. Correction: e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to lower the patient's temperature. Per review of wo on (B)(6) 2025, device was used on patient and no patient injury. Per follow up information received via mail on (B)(6) 2025, this would be sent to 3rd party service provider s-inter in france.